Event description:
Plaintiff alleges type I latex allergy and has suffered and will continue to suffer considerable mental and emotional anguish, limitation and restriction of her usual activities, pursuits and pleasures. Further alleges suffering substantial loss of earnings and earning capacity as well as expending sums of money for med and treatment and will continue to in the future. Spouse alleges loss of consortium of his wife.